Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly the customer had entered settings incorrectly. Customer ate peppermint candy to address bg. Customer updated their pump settings to address the event.